Event description:
The customer reported that the ventilator is getting ac power but the mains power led indicator is not lit and the ventilator will not turn on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer check the device fuses. The customer has been contacted for followup with no response received.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. No further information received from customer.